Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to : access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty) the imaging evaluation performed by a clinical imaging specialist showed the following: two jpeg images and one short angiogram movie clip are provided for evaluation. Jpeg image #1 shows: there is a gore® tag® conformable thoracic stent graft with active control system in the thoracic aortic arch and descending thoracic aorta (dta) that is partially deployed. The distal portion of the device remains constrained. Jpeg image #2 shows: jpeg image shows a non-deployed device is advanced to the level of the distal border of the left common carotid artery (lcca). Angiogram movie clip shows: image shows the gore® tag® conformable thoracic stent graft with active control system is only partially deployed. The distal end of the device remains constrained. Movie appears to show some small pulsating movements in the distal end of the gore® tag® conformable thoracic stent graft with active control system. The distal portion of gore® tag® conformable thoracic stent graft with active control system appears to be opening. Final image shows the distal end of the gore® tag® conformable thoracic stent graft with active control system appears to fully deploy. Cannot visualize a specific action that made the device fully expand. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an emergency endovascular treatment for a traumatic aortic injury using gore® tag® conformable thoracic stent graft with active control system. After removal of the primary deployment handle, about 3 cm of the distal end of the graft failed to deploy. The physician manipulated the angiographic catheter, which had been inserted laterally, moving it up and down to promote the deployment, but the distal end remained undeployed. Subsequently, the undeployed portion was deployed due to aortic blood flow. As per procedure, the secondary deployment handle was removed, and the procedure was completed successfully. The physician commented that the deployment operation was normal as usual and there was no sensation of a line break. Reportedly he did not check the access hatch. The delivery catheter was discarded at the facility. Not known whether the removed line had been broken or not. The patient anatomic constraints are not reported.